Event description:
It was also noted that the lead exhibited high capture thresholds of 5.5 v at 0.8 m.s. The lead would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were abraded and all five filars of the proximal coil were fractured at 23 cm from the connector pin due to clavicular crush. The capture, sensing and lead impedance anomalies were caused by the clavicular crush.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both configurations. Loss of sensing and capture where also noted. The lead was replaced.